Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient was presented with irritation on the left eye (os) at 10 day post op exam. The patient had discontinued (d/cing) the antibiotic and steroid 2 days prior to visiting the primary eye care provider. The slit lamp exam (sle) noted ulceration on os. The patient was treated with moxeza (moxifloxacin hydrochloride) ophthalmic solution; to be taken every hour (q1h) and bacitracin (antibiotic) was added. At 14 day post op exam, the eyes looked better. The surgeon also added doxycycline (antibiotic) and lotemax (corticosteroid). The case was treated as infectious though the symptoms did not resolve until the steroid was added. The surgeon's opinion is that the patient condition may have been more of inflammatory in nature. Post op bcva as of (B)(6) 2015 - 20/20 both eyes (ou).